Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm regent aortic valve was selected for implant. The patient required a double valve replace due to rheumatic heart disease. The mitral valve procedure was completed without issue. The aortic procedure was then done and the valve was implanted. When the leaflets were tested using the leaflet tester, it was found that they did not open easily. It was noted that they were tested earlier and didn't have any issues. The physician decided to rotate the valve with the valve holder and the valve felt stuck and wouldn't rotate. During this process the leaflet dislodged as one piece. The valve and leaflet were removed and replaced with another 21mm regent aortic valve, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of rotation difficulty, sticking leaflet, and leaflet dislodgement was reported. The valve was returned with the dislodged leaflet. The orifice was observed to have a chip damage at the bottom of the orifice and a crack at the orifice area close to the pivot guard. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, the damage may have been caused by an external force applied to the valve, which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.